Manufacturer narrative:
The company representative replaced all contaminated parts - condensate removal, module (p/n 0997-00-0986-01), safety disc (p/n 0997-00-0985-01), purge assembly (p/n 0104-00-0026), blood detect tubing (p/n 0008-00-0312), male luer fitting (0103-00-0398-01), clear tubing (p/n 0008-08-0001). Checked blood detect circuit, calibration, operational. The iabp safety tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "rapid gas loss" alarm, and a "blood detected" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.